Event description:
It was reported that during procedure t2 would not deploy when the knob was depressed. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. The needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device can be established.